Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. The lesion contained a significant bend of less than 90 degrees. Intravascular ultrasound (ivus) and pre-dilation with a 2.0mm non-boston scientific balloon catheter was performed leaving 25% residual stenosis in the lesion. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted at about 5mm before the stent distal side. The procedure was completed with a 3.5mmx38mm non-bsc stent. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).